Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 between 11:30pm and 12:30am. The patient claimed obtaining results of ¿160 and 90 mg/dl¿ with the subject meter, performed within 15 minutes of each other. The patient also reported testing again after 15 minutes and obtained a result of ¿60 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that he manages his diabetes with 1000mg metformin daily and denied making any change to his usual diabetes management routine in response to the alleged inaccuracy issue. The patient claimed that he developed symptoms of feeling ¿nervous and so shaky¿ 15 minutes after the alleged inaccuracies began. The patient reported self-treating his symptoms with a glass of orange juice at an unspecified time between 11:30pm and 12:30am on (B)(6) 2019. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, an approved sample site had been used to obtain the blood samples and that the patient was following a correct testing procedure. The csr noted that the patient was using test strips that had been stored correctly, were within their expiry/discard date and the test strip vial had not been cracked or broken. The patient did not have any control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate erratic readings with the subject meter.